Manufacturer narrative:
Prior to the device being sent to olympus for evaluation, it was cleaned/reprocessed. The customer provided cleaning practices performed at the user facility. There was no delay in the start of the precleaning. The customer flushed the air/water nozzle with water and air during precleaning. There were no observed abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle/channel with detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes or sponges. The device evaluation confirmed the customer¿s allegation of noise and determined it was caused by a damaged scope connector. In addition, the findings reported in b5, scratches were found on the device, a worn angle wire caused the play of the up/down knob and the bending angle in the up direction to be out of specification. The adhesives around the objective lens and bending section cover had a white-clouded area and dents on the channel tube prevented the forceps from being inserted smoothly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the root cause of the clogged nozzle: ¿ the foreign material was unable to be identified. ¿ there was no indication from the information provided by the customer that the device was not reprocessed in accordance with the instructions for use (IFU). The IFU addresses this failure: the event can be detected and prevented in accordance with following the IFU. ¿ the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. ¿ the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. If additional becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The distributor reported to olympus, there was an image noise when using the evis lucera elite gastrointestinal videoscope. During testing and inspection of the returned device, foreign material was found clogging the air/water nozzle, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.